Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and found to have a severely bent grip tip. A clip could not be properly loaded into the clip groove of the grip-tips. The grips were not found to have cracking damage but were unable to properly apply clip during test performed on an in-house system. The instrument was found to have one severely bent grip, causing misalignment of the grip-tips. There was a 0.75mm offset at the tips. There was a related finding of functional test failed clip test. The instrument was installed on an in-house system and driven. The clip applier instrument failed the clip test due to misapplication of the clip. When the tips of the instrument grips are misaligned/bent, this issue would be visually detectable. Grip bending is related to the application of torque relative to the opening of the instrument grips. High loading of the tip with the grips open can cause damage to the grips, with longer grips being more susceptible to failure. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause of severely bent grips is attributed to damage either during use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips. This issue can be resolved by using an alternate instrument to complete the procedure.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier instrument was not holding the clips. No fragment fell into the patient. The user completed the procedure and no known impact or patient consequence was reported. Intuitive followed up and obtained additional information. There was no patient harm. No testing was performed.